Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user did not return the device to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The user cleared the imh-10 which used in combination with the device to zero and found that the phenomenon was resolved. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that endoscopic image blacked out during preparation for use. The device was used in combination with the olympus endoscope enf-vh, olympus light source clv-s190, olympus image recording device imh-10, barco monitor amm and a device called nexus. The customer restarted all devices connected to the trolley, the problem was solved. There was no report of patient injury associated with this event.